Event description:
The customer reported the mx40 telemetry device had a bad speaker. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device had a bad speaker. No there was no adverse event reported.